Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, pump won't run" alarm and no air was noted. The residual volume was 96.9ml and 9.95ml had been administered at a rate of 2.3. There was no patient injury.